Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the patient experienced 2:1 infra-hisian heart block when the right ventricular his bundle lead capture output was programmed to 4 volts, with pacing at 80 beats per minute. About five minutes later, with pacing reprogrammed to 60 beats per minute, 1:1 capture was observed at the same output. The lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.